Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported failure to complete its internal self-test and revealed multiple safety reset alarms. The sensor circuit board was replaced to address the failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported multiple safety reset alarms were due to a software issue while the failure to complete its internal self-test was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and unexpectedly restarted. There was no patient harm or serious injury reported as a result of this incident.